Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, connecting tube corrugated, universal cord wrinkles, angulation in the up direction out of standards due to worn angle-wire, gap on the up/down knob out of standards due to the worn angle-wire, suction cylinder deformed, foreign material from the auxiliary channel since it blocked, switch had pinhole, light guide bundle did not work normally, light guide lens discolored, air/water cylinder deformed, gap on the bending section rubber. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the colonovideoscope had no angulation when the angulation control knob was turned. The event occurred during preparation for use, prior to an unknown diagnostic procedure. It was reported that the procedure was completed using similar device with no delay. Upon inspection and testing of the customer returned device, foreign material was found coming from the scope auxiliary channel, and dirt was found around the scope light guide lens due to insufficient or incorrect reprocessing or cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the auxiliary water channel and the dirt/foreign material observed around the light guide lens could not be identified and the root cause of the issues could not be determined, as no physical damage was found that could contribute to the retention of foreign matter and no customer reprocessing deviations were confirmed. The event can be detected by following the instructions for use which state: ¿ preparation and inspection - inspection of the endoscopic system - inspection of the auxiliary water feeding function". ¿ preparation and inspection - inspection of the endoscope - inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.